Event description:
It was reported that this right ventricular (rv) lead was explanted on (B)(6) 2019 due to increasing impedance (from 430 to 1100 ohms) and increasing thresholds. The issue began on approximately (B)(6) 2019. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)